Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient underwent total knee arthroplasty. During the procedure, the surgeon hit the tasp with a mallot, and the tasp fractured. Not all pieces were returned as the hospital discarded part of the fractured tasp. The procedure was completed with another tray. There was no delay and no patient harm.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks,gouges and fracture on the lateral side. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. This device has undergone a design modification to mitigate fracture, however, the root cause of this failure is considered to be a use error as it was reported that the device fractured when the surgeon used a mallet to impact the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.